Event description:
When md fired stapler, nothing happened, it did not discharge. The black handle appeared stuck. Md removed stapler and asked for another.====================== manufacturer response for stapler, linear cutter, surgical, endopath ets-flex45======================will be sending back to company once I give them the med watch # and they in turn send me pi # and packaging to send back to company.